Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain with sex"), abdominal pain ("abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil appears nearly perforated, may have just been protruding into the tubal mucosa/ right tubal perforation, left essure coil have perforated the left fallopian tube covered only some of the tube/ left tubal perforation'), device dislocation ('migration of implant') and abdominal adhesions ('she had adhesions from my fallopian tubes to my intestines') in a 29-year-old female patient who had essure (batch no. 646508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2009, bladder infection, uti, yeast infection, anxiety, depression, migraine headache, asthma, dysuria, asthma, dizziness, acute sinusitis, shortness of breath, chest pain, cervical cancer, dysthymic disorder, atrial arrhythmia, headache, sciatica, ulcer nos, syncope, post-traumatic stress disorder, bradycardia, vomiting, nausea, dysthymic disorder and pelvic adhesions. Previously administered products included for an unreported indication: birth control pills from 2008 to 2009. Concurrent conditions included pain in hip (hip pain after car accident.) Since 2017 and anxiety since 2009. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, celecoxib (celexa) since 2017, cetirizine hydrochloride (zyrtec) since 2017, dicycloverine hydrochloride (bentyl) since 2017, fluticasone propionate (flonase) since 2005, gabapentin from 2016 to 2017, ibuprofen since 2018, levothyroxine sodium (synthroid) since 2017, naproxen since 2009, omeprazole (prilosec) from 2011 to 2012, sertraline hydrochloride (zoloft) since 2009, tizanidine since 2018, trazodone since 2015, venlafaxine hydrochloride (effexor) since 2016, vitamin d nos (vitamin d) since 2017 and zolpidem tartrate (ambien) since 2015. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2010, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In february 2010, the patient experienced pelvic pain ("pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("urinary") and fungal infection ("yeast infections"). In february 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In january 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and loss of libido ("loss all desire to have intercoures"). In september 2016, the patient experienced rash ("rashes or skin conditions type: rash on arms"). On (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat") and experienced atrioventricular block second degree ("2nd degree a v heart block"), 7 years 5 months after insertion of essure. In february 2017, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), the second episode of dyspareunia ("pain with sex"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (lysis of adhesions and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions, the last episode of dyspareunia, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, female sexual dysfunction, anxiety, depression, rash, migraine, heart rate irregular, atrioventricular block second degree, nausea, tooth disorder, dizziness, dysmenorrhoea, weight increased, hypothyroidism, back pain and arthralgia outcome was unknown, the pelvic pain had resolved and the vaginal discharge was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, arthralgia, atrioventricular block second degree, back pain, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, fungal infection, heart rate irregular, hypothyroidism, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: it was reported that she checked her vital signs and noted that her pulse rate was in the high 30s and her blood pressure was 90 systolic. Soon after this she developed chest pain that was sharp and stabbing and radiated towards her neck. She rechecked her vital signs and her pulse rate was normal and her blood pressure was high. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.737 kgs. X-ray - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil appears nearly perforated, may have just been protruding into the tubal mucosa/ right tubal perforation, left essure coil have perforated the left fallopian tube covered only some of the tube/ left tubal perforation'), device dislocation ('migration of implant') and abdominal adhesions ('she had adhesions from my fallopian tubes to my intestines') in a 29-year-old female patient who had essure (batch no. 646508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2009, bladder infection, uti, yeast infection, anxiety, depression, migraine headache, asthma, dysuria, asthma, dizziness, acute sinusitis, shortness of breath, chest pain, cervical cancer, dysthymic disorder, atrial arrhythmia, headache, sciatica, ulcer nos, syncope, post-traumatic stress disorder, bradycardia, vomiting, nausea, dysthymic disorder and pelvic adhesions. Previously administered products included for an unreported indication: birth control pills from 2008 to 2009. Concurrent conditions included pain in hip (hip pain after car accident.) Since 2017, anxiety since 2009 and overweight. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, celecoxib (celexa) since 2017, cetirizine hydrochloride (zyrtec) since 2017, dicycloverine hydrochloride (bentyl) since 2017, fluticasone propionate (flonase) since 2005, gabapentin from 2016 to 2017, ibuprofen since 2018, levothyroxine sodium (synthroid) since 2017, naproxen since 2009, omeprazole (prilosec) from 2011 to 2012, sertraline hydrochloride (zoloft) since 2009, tizanidine since 2018, trazodone since 2015, venlafaxine hydrochloride (effexor) since 2016, vitamin d nos (vitamin d) since 2017 and zolpidem tartrate (ambien) since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("urinary") and fungal infection ("yeast infections"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2014, the patient experienced dyspareunia ("pain with sex/dyspareunia (painful intercourse intercourse)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and loss of libido ("loss all desire to have intercoures"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions type: rash on arms"). On (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat") and experienced atrioventricular block second degree ("2nd degree a v heart block"), 7 years 5 months after insertion of essure. In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), arthralgia ("hip pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs") and headache ("headaches"). The patient was treated with surgery (lysis of adhesions and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions, abdominal pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, anxiety, depression, rash, heart rate irregular, atrioventricular block second degree, back pain, arthralgia, bladder disorder and urinary tract disorder outcome was unknown, the dyspareunia, pelvic pain, mood swings, female sexual dysfunction, migraine, nausea, tooth disorder, dizziness, dysmenorrhoea, weight increased, hypothyroidism and headache had resolved and the vaginal discharge was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, arthralgia, atrioventricular block second degree, back pain, bladder disorder, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, fungal infection, headache, heart rate irregular, hypothyroidism, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that she checked her vital signs and noted that her pulse rate was in the high 30s and her blood pressure was 90 systolic. Soon after this she developed chest pain that was sharp and stabbing and radiated towards her neck. She rechecked her vital signs and her pulse rate was normal and her blood pressure was high. Plaintiff received treatment for dyspareunia, apareunia, dysmenorrhea, rash/skin condition, psych injury, bladder problems, urinary probs, vag. Discharge, dental problems, hormonal changes , migraines , headaches, nausea, weight gain, hypothyroidism, dizziness . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. X-ray - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: fu2&fu3 proceed together: pfs received. New events bladder problems, urinary probs, headaches was added. Updated outcome of events dyspareunia, apareunia, dysmenorrhea, dental problems, hormonal changes describe: mood swings, migraines , headaches, nausea, weight gain, hypothyroidism, dizziness from unknown to recovered / resolved. Reporters, patient demographics was added on 2-dec-2019: fu2&fu3 proceed together:pfs received. Lawyer,patient height, concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil appears nearly perforated, may have just been protruding into the tubal mucosa/ right tubal perforation, left essure coil have perforated the left fallopian tube covered only some of the tube/ left tubal perforation'), device dislocation ('migration of implant') and abdominal adhesions ('she had adhesions from my fallopian tubes to my intestines') in a 29-year-old female patient who had essure (batch no. 646508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2009, bladder infection, uti, yeast infection, anxiety, depression, migraine headache, asthma, dysuria, asthma, dizziness, acute sinusitis, shortness of breath, chest pain, cervical cancer, dysthymic disorder, atrial arrhythmia, headache, sciatica, ulcer nos, syncope, post-traumatic stress disorder, bradycardia, vomiting, nausea, dysthymic disorder and pelvic adhesions. Previously administered products included for an unreported indication: birth control pills from 2008 to 2009. Concurrent conditions included pain in hip (hip pain after car accident.) Since 2017 and anxiety since 2009. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, celecoxib (celexa) since 2017, cetirizine hydrochloride (zyrtec) since 2017, dicycloverine hydrochloride (bentyl) since 2017, fluticasone propionate (flonase) since 2005, gabapentin from 2016 to 2017, ibuprofen since 2018, levothyroxine sodium (synthroid) since 2017, naproxen since 2009, omeprazole (prilosec) from 2011 to 2012, sertraline hydrochloride (zoloft) since 2009, tizanidine since 2018, trazodone since 2015, venlafaxine hydrochloride (effexor) since 2016, vitamin d nos (vitamin d) since 2017 and zolpidem tartrate (ambien) since 2015. On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2010, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In february 2010, the patient experienced pelvic pain ("pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("urinary") and fungal infection ("yeast infections"). In february 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In january 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and loss of libido ("loss all desire to have intercourse"). In september 2016, the patient experienced rash ("rashes or skin conditions type: rash on arms"). On (B)(6) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat") and experienced atrioventricular block second degree ("2nd degree a v heart block"), 7 years 5 months after insertion of essure. In february 2017, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), the second episode of dyspareunia ("pain with sex"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (lysis of adhesions and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions, the last episode of dyspareunia, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, female sexual dysfunction, anxiety, depression, rash, migraine, heart rate irregular, atrioventricular block second degree, nausea, tooth disorder, dizziness, dysmenorrhoea, weight increased, hypothyroidism, back pain and arthralgia outcome was unknown, the pelvic pain had resolved and the vaginal discharge was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, arthralgia, atrioventricular block second degree, back pain, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, fungal infection, heart rate irregular, hypothyroidism, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: it was reported that she checked her vital signs and noted that her pulse rate was in the high 30s and her blood pressure was 90 systolic. Soon after this she developed chest pain that was sharp and stabbing and radiated towards her neck. She rechecked her vital signs and her pulse rate was normal and her blood pressure was high. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.737 kgs. X-ray - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil appears nearly perforated, may have just been protruding into the tubal mucosa/ right tubal perforation, left essure coil have perforated the left fallopian tube covered only some of the tube/ left tubal perforation'), device dislocation ('migration of implant') and abdominal adhesions ('she had adhesions from my fallopian tubes to my intestines') in a 29-year-old female patient who had essure (batch no. 646508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst in 1120, bladder infection, uti, yeast infection, anxiety, depression, migraine headache, asthma, dysuria, asthma, dizziness, acute sinusitis, shortness of breath, chest pain, cervical cancer, dysthymic disorder, atrial arrhythmia, headache, sciatica, ulcer nos, syncope, post-traumatic stress disorder, bradycardia, vomiting, nausea, dysthymic disorder and pelvic adhesions. Previously administered products included for an unreported indication: birth control pills from (B)(4) to (B)(4) . Concurrent conditions included pain in hip (hip pain after car accident.) Since 2017 and anxiety since 2009. Concomitant products included bupropion hydrochloride (wellbutrin) since 2017, celecoxib (celexa) since 2017, cetirizine hydrochloride (zyrtec) since 2017, dicycloverine hydrochloride (bentyl) since 2017, fluticasone propionate (flonase) since 2005, gabapentin from (B)(4) to (B)(4) , ibuprofen since 2018, levothyroxine sodium (synthroid) since 2017, naproxen since 2009, omeprazole (prilosec) from (B)(4) to (B)(4) , sertraline hydrochloride (zoloft) since 2009, tizanidine since 2018, trazodone since 2015, venlafaxine hydrochloride (effexor) since 2016, vitamin d nos (vitamin d) since 2017 and zolpidem tartrate (ambien) since 2015. On (B)(4)2009, the patient had essure inserted. In (B)(4) 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(4) 2010, the patient experienced tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(4) 2010, the patient experienced pelvic pain ("pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("urinary") and fungal infection ("yeast infections"). In (B)(4) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(4) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(4) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and loss of libido ("loss all desire to have intercoures"). In (B)(4) 2016, the patient experienced rash ("rashes or skin conditions type: rash on arms"). On(B)(4) 2017, the patient was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heartbeat") and experienced atrioventricular block second degree ("2nd degree a v heart block"), 7 years 5 months after insertion of essure. In (B)(4) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal adhesions (seriousness criterion medically significant), the second episode of dyspareunia ("pain with sex"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with surgery (lysis of adhesions and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 28-sep-2017. At the time of the report, the fallopian tube perforation, device dislocation, abdominal adhesions, the last episode of dyspareunia, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, female sexual dysfunction, anxiety, depression, rash, migraine, heart rate irregular, atrioventricular block second degree, nausea, tooth disorder, dizziness, dysmenorrhoea, weight increased, hypothyroidism, back pain and arthralgia outcome was unknown, the pelvic pain had resolved and the vaginal discharge was resolving. The reporter considered abdominal adhesions, abdominal pain, anxiety, arthralgia, atrioventricular block second degree, back pain, cystitis, depression, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, fungal infection, heart rate irregular, hypothyroidism, loss of libido, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: it was reported that she checked her vital signs and noted that her pulse rate was in the high 30s and her blood pressure was 90 systolic. Soon after this she developed chest pain that was sharp and stabbing and radiated towards her neck. She rechecked her vital signs and her pulse rate was normal and her blood pressure was high. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.737 kgs. X-ray - on (B)(4)2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-aug-2019: reporter, patient demographics, medical history, concomitant drugs, laboratory data were added. Added suspect drug indication and lot number. On 10-aug-2009, she implanted essure (previously reported as aug-2009). On 28-sep-2017, she explanted essure. Added events hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, yeast infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: rash on arms, migraines / headaches, blood or heart disorder/condition type: irregular heartbeat, 2nd degree a v heart block, nausea, dental problems, neurological conditions or problems type: dizziness, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss specify which one: weight gain, hypothyroidism, loss all desire to have intercourse, back pain, hip pain, she had adhesions from my fallopian tubes to my intestines, fallopian tube perforation. Updated event onset date of pain, severity of event pain, back pain, hip pain as severe and outcome of event vaginal discharge was recovering and outcome of pain and dyspareunia (painful sexual intercourse) was recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.